Event description:
Reportedly, the surgeon fired the instrument on the rectum. When the circular stapler was inserted to perform the anastomosis the staple line opened up. It was not reported how the case was completed. No pt injury was reported. Procedure: lap assisted rectum.